Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent a revision procedure and was doing well postoperatively. The explanted device will not be returned as it was not released by the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2316500, model: sc-2316-50, serial: (B)(6), batch: 17480075/17480075.